Manufacturer narrative:
(B)(4). Final analysis found that a partial connector portion of the lead was returned in one piece. Surface abrasion were found at 14.0 cm and 14.5 cm from connector pin. The five filars of the inner and outer coils were fractured at 14.5 cm and 17.0 cm.

Event description:
It was reported that the patient presented for pulse generator change out. The physician attempted to cap the atrial lead, the insulation and lead broke below the suture sleeve. The end part of the lead was sutured to prevent move moving. The new pulse generator was placed and the patient was doing fine post procedure.